Event description:
Additional information was received that the patient was within their international normalized ration (inr) range of 2-3 on admission to the emergency room. There were no recent changes to any pump parameters. Computed tomography (CT) without contrast was completed hours before the event occurred. The indication was noted to be for abdominal pain and nausea and to rule out obstruction. CT of the chest showed multiple solid pulmonary nodules were present. CT of the abdomen/ pelvis findings were compatible with chronic sigmoid diverticulitis, in the appropriate clinical setting. No evidence of acute diverticulitis. No evidence of bowel obstruction. Multiplanar CT images of the chest, abdomen, and pelvis were obtained without contrast. The result showed no thoracic aortic aneurysm. And atherosclerotic disease. There was no pericardial effusion. Single lead left-sided pacemaker/ICD. Aortic valve replacement. No free air, free fluid, or bowel obstruction. Nondilated appendix. Colonic diverticulosis. Mild wall thickening of the sigmoid colon in a region of numerous diverticula, but without pericolonic inflammatory change.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: driveline outer jacket damage was observed in multiple locations 3-18" from the controller connector. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed depositions of denatured blood, which would have contributed to the pump stoppages observed in the submitted log file as well as elevated pump temperatures. Additionally, a direct correlation between the device and the reported event of bleeding in the operating room could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 6.5" from the pump housing. The distal-end of the driveline was also returned measuring approximately 31.5". The inlet tube was not returned. A portion of the sealed inflow conduit flex section was returned with the inlet elbow. The inlet elbow was returned attached to the pump's inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned detached from the hardware. Tissue and blood were observed to be adhered to the exterior surface of the pump housing. Examination of the blood-contacting surfaces found depositions of denatured blood in the inflow conduit, inlet stator, outlet stator, outlet elbow, and around the pump rotor. No thrombus formations were observed within these depositions. During disassembly of the pump, the protective plastic wrap surrounding the internal wires was observed to be melted and self-adhered to the inside of the outlet housing. The pump-end portion of the driveline failed electrical continuity testing due to measured resistance values being consistent with the presence of a short between motor windings. Microscopic examination of the remaining portions of all wires did not reveal any wire insulation breaches. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no visual abnormalities; however, the rotor magnet was observed to be partially demagnetized. All of the observed depositions appeared consistent with an interruption in flow; however, the evaluation could not determine the cause of the flow interruption. The build-up of these depositions would have caused increased rotor drag, resulting in the elevated power consumption and pump stoppages confirmed in the submitted log files. The elevated power consumption and lack of flow also would have contributed to pump/motor temperature elevating, further contributing to the denaturing of the blood, the damage to the pump components, and the report of the patient¿s chest around the pump pocket becoming hot. The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow, power, and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. This section also states that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays '+++' or '---'... This prevents the display of inaccurate flow information." Section 6 of the IFU, ¿patient care and management¿, indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, this section discusses damage due to wear and fatigue of the driveline. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms (including low speed, low flow, and pump off alarms), and provides information regarding how to respond to and troubleshoot the alarms. Section 8 of the IFU, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Additionally, several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Furthermore, the patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. The patient handbook also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken to the operating room for replacement of the pump but experienced significant bleeding and passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with low flow alarms on their heartmate (hm) ii pump after exerting themselves on that same day. The patient reported to have low pulsatility index (pi) before the low flow alarms and remarked that the reading of the flow in the lpm format was unable to be seen. The patient was encouraged to increase their oral intake fluids which showed resolution of the low flow alarms. Following this, the patient began vomiting and reportedly dull pain below the left breast that worsened over the 2-3 hours preceding the emergency room evaluation. The patient's pain increased intensity relatively quickly. Their skin was warm to touch over the pump pocket and increased in temperature to the point where the visible blisters appeared. On (B)(6) 2024 at approximately 1800, the low flow alarms reoccurred with the patient complaining of worsening pain along their left side. The patient also had dark urine with concern for kidney infection at the time. During bedside interrogation, the left ventricular assist device (lvad) rpm reportedly fluctuated between 0 and 10200 while utilizing battery power. It was noted that the patient was set for 9200 rpm during the episode. Shortly after this episode, the rpm was at 0 per patchily with flow on the monitor reading "---". The presentation was consistent with pump thrombosis, but the device interrogation was unrevealing for power spikes or gradual increase in power consumption that might have presaged gradual thrombus buildup. The interrogation and waveforms for the primary and backup controller were submitted for evaluation. A system controller was performed with no resolution in pump stoppage. The patient was then taken to the operating room for a hm ii to hm3 pump exchange. By the time the patient went to the or for the emergent pump exchange, the blistered skin started to slough away. The pump was disconnected from the controller prior to the or due to the extreme heat and severe external skin damage. Unfortunately, the patient expired before the exchange was performed. The log file captured constant low flow and pump off events from the beginning of data capture on (B)(6) 2024 at 1916 and continued throughout the log file until the driveline was disconnected on (B)(6) 2024 at 1921. The pump speed was noted to be between 0 and 1020 rpm (not 10200) with the pump not able to maintain the set speed along with consistently elevated pump power greater than 10w. Given that there were no pump stops prior to admission and also with the dark urine presentation, it pointed towards thrombus also a driveline issue could not be ruled out. The backup controller did not have any viable data to review.